Event description:
It was reported via repair work order that the cot would not show that it was secure in the cot fastener due to a damaged foot end fastener assembly cable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the cot would not show that it was secure in the cot fastener due to a damaged foot end fastener assembly cable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was concluded by the investigation that the cot foot end fastener assembly cable was broken/damaged. This was causing the cot¿s foot end led to not light up properly. However there were no mechanical issues reported that affected the overall functionality of the cot. The cot could still secure in the cot fastener.